Event description:
Patient contacted dexcom to report a rash.

Manufacturer narrative:
Patient reported an irritation/rash around the adhesive after the sensor gets wet. Patient reported having a couple of scars. There was no discomfort at this time. They have had this issue since starting the sensor (B)(6) 2013. No additional information at this time.